Manufacturer narrative:
Explant date was not included previously. Analysis found that only a portion of the connector pin was returned in one piece for analysis measuring 0.9 cm. Analysis found the connector pin was broken consistent with procedural damage. No other anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15233. It was reported that during routine generator change out procedure physician could not loosen the set screw for the ventricular lead, the set screw appeared like it was frozen tight. Torque wrench was used and could also not loosen screw, upon closer visualization it was noted that set screw head was stripped. Physician applied silicone oil to loosen the screw and used a bone cutter tool to push the terminal pin out from set screw casing and tugging on the proximal end of the lead to pull the lead out of the set screw casing. Eventually the terminal pin of the lead broke away from the proximal end of the lead while the terminal pin remained in the set screw casing. Lead was explanted and replaced with a new lead. Patient experienced no consequences.